Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to unstable cup and patient pain. Components not revised: profemur neck cocr phac1222 lot 1438954; profemur renaissance stem pls0r411 lot 1533119.